Event description:
Received a copy of the customer's sus voluntary event report from cdrh which states, "pump leaking at site going into the pump and leaking all inside of pump." It was reported that the tubing set leaked at the pumping segment during a primary infusion of tpn during patient use on the medical/surgical floor. The customer further stated that there was no harm caused to the patient from the event.

Manufacturer narrative:
The customer¿s report of tubing set leak at the pumping segment was confirmed. During visual inspection it was observed that the silicone segment had a tear near the upper fitment. The tear was measured to be 0.0722 inches long. Visual examination under microscope noted no crush marks to the upper blue fitment. No other anomalies were noted during visual inspection. Functional testing was performed by attaching the set to a bag filled with tap water and allowing fluid to flow through the set via gravity. A leak was immediately observed coming out from the silicone tubing near the upper fitment. The set was pressure tested while submerged underwater at 30 psi of air. Leaking was observed immediately at the silicone tubing at less than 3psi of air. No other anomalies were noted on the set. The root cause of the leak was due to a tear in the silicone segment. The root cause of the tear could not be determined.

Event description:
Received a copy of the customer's sus voluntary event report from cdrh which states, "pump leaking at site going into the pump and leaking all inside of pump." It was reported that the tubing set leaked at the pumping segment during a primary infusion of tpn during patient use on the medical surgical floor. The customer further stated that there was no harm caused to the patient from the event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Patient age and dob requested but not provided.

Event description:
Received a copy of the customer's sus voluntary event report from cdrh which states, "pump leaking at site going into the pump and leaking all inside of pump." It was reported that the tubing set leaked at the pumping segment during a primary infusion of tpn during patient use on the medical/surgical floor. The customer further stated that there was no harm caused to the patient from the event.